Event description:
It was reported that, during a cori-assisted total knee arthroplasty, while burring tibia with a 6mm bur, disconnect error screen came on. "Continue" was pressed 6 times without advancing, for which "quit" was pressed. The user backed out of case, took burr out and back in, resumed, and still got the error. The real intelligence robotic drill, long attachment and tracker are stuck together and fail to come apart. Surgery was resumed, after a delay greater than 30 min, with a smith & nephew back-up handpiece.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the real intelligence robotic drill attachment, part number rob10015, serial number (B)(6), intended for use in treatment, was returned for evaluation. The reported problem could not be confirmed with a visual inspection. The reported problem was confirmed with a functional evaluation. The reported errors and the drill attachment being locked occurred as received. The retaining nut of the drill attachment was found to be loose. The drill was manually disassembled and the drill attachment retaining nut was found out of spec. Tightening the drill attachment retaining nut allowed the drill attachment to be attached/detached and a test case successful without error. A relationship between the reported event and the device was established. The most likely cause of this event is a drill attachment retaining nut coming loose due to vibration during use. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Further investigation into the reported failure is being conducted to determine if additional escalation actions are required. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill attachment, part number rob10015, serial number (B)(6), intended for use in treatment, was returned for evaluation. The reported problem could not be confirmed with a visual inspection. The reported problem was confirmed with a functional evaluation. The reported errors and the drill attachment being locked occurred as received. The retaining nut of the drill attachment was found to be loose. The drill was manually disassembled and the drill attachment retaining nut was found out of spec. Tightening the drill attachment retaining nut allowed the drill attachment to be attached/detached and a test case successful without error. A relationship between the reported event and the device was established. The most likely cause of this event is associated with a loose drill attachment retaining nut. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the part number or serial number and scope of this complaint, and no further escalation action is required. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. As part of corrective actions, continuous improvements have been made to the assembly process. The assembly work instruction has been updated to include the application of a thread-lock compound to the drill attachment retaining nut during assembly. The failure mode will continue to be monitored through complaint investigation and trended through post market surveillance activities. After further assessment of the information gathered by the manufacturer, it was identified that this event should be re-evaluated for MDR reporting. It was determined that the issue does not meet the criteria to be reportable, since the risk for the relevant failure mode is low, and that no further actions are needed for current inventory or product in the field. Event may result in a short procedural delay and/or require use of a backup device to continue procedure. Moreover, if the device malfunction were to recur, it would not be likely to cause or contribute to a death or serious injury and, therefore, is considered not reportable pursuant to applicable regulations.

Manufacturer narrative:
Please disregard the last comment on section h10 in the last regulatory submission: "after further assessment of the information gathered by the manufacturer, it was identified that this event should be re-evaluated for MDR reporting. It was determined that the issue does not meet the criteria to be reportable, since the risk for the relevant failure mode is low, and that no further actions are needed for current inventory or product in the field. Event may result in a short procedural delay and/or require use of a backup device to continue procedure. Moreover, if the device malfunction were to recur, it would not be likely to cause or contribute to a death or serious injury and, therefore, is considered not reportable pursuant to applicable regulations". This complaint is considered to be reportable due to the extended delay in the procedure.